Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues was found. We have forwarded the complained plate to the responsible product manager for investigation, here the feedback, the plate is indeed broken in the middle and trough a hole of the plate. With an implantation in (B)(6) 2012 and a reoperation in (B)(6) 2012 the normal healing time is clearly exceeded, non-union, we assume: a fatigue failure of the implant has occurred. The manufacturing documents do show conformity to the specifications. The plate met fully our specifications at the time when it was distributed.

Event description:
Hospital in (B)(6) reported a patient with a femoral nonunion due to pseudoarthrosis. The patient was initially implanted with an lcp plate and cable for osteosynthesis of a femoral stem lower bone fracture in (B)(6) 2012. Post implant, the patient complained of pain and examination noted the plate was broken. The patient was returned to the o.r on (B)(6) 2012 for removal of the hardware and revision to an lcp df plate and cable.

Manufacturer narrative:
This device is used for treatment not diagnosis. Implant date reported as (B)(6) 2012. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.